Manufacturer narrative:
Patient information: unknown. Occupation: (B)(6). Device evaluation: two screws were reviewed. One of the two screws is fractured. The fractured surface on the screw side is damaged as a result of using tools to extract the screw, so the fracture surface examination is of the screw shank portion that is affixed to the tulip. The fractured surface was examined with the aid of a 5x loop and with a low magnification microscope capable of image capture. An image of the surface was taken and included as an attachment. The fracture surface is primarily planar with the fracture plane perpendicular to the screw's longitudinal axis. It is difficult to clearly discern but it appears as if the fracture originated from one side of the screw shank and progressed to the less smooth side of the fracture surface. The fracture is believed to be low cycle fatigue in nature. Review of device history records found seventy-two (72) pieces of lot 38642ps released for distribution on (B)(6) 2021 with no deviation or anomalies. Two-year complaint history review ((B)(6) 2022) found this to be the only complaint for this part number. Further review found this to be the only complaint for the 39-sk-xxxx family of reform ti modular cannulated screws. No corrective actions are being recommended at this time.

Event description:
It was reported that the patient underwent a procedure performed on (B)(6) 2021, utilizing the reform ti mis CT pedicle screw system. A revision was performed on (B)(6) 2022 to address a broken ø7.5mm x 50mm reform ti modular cannulated screw (39-sk-7550) that was identified during routine follow-up x-rays. The break occurred at the neck just below the screw head. The broken screw was removed and replaced with a 9.5mm x 50mm, and the screw from the adjacent level was removed and replaced with an 8.5mm x 50mm screw. It was noted that fusion had not been achieved and the patient was compliant.